Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11 a getinge field service engineer (fse) collection of equipment for investigation and functional testing without detecting a cause that would lead to the machine being shut down. No anomaly was detected in conjunction with the support. Various tests were carried out and the equipment is operational.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) turned off. No injuries were reported to the patient.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2. Corrected fields: b3.